Manufacturer narrative:
The suspect computer was received by the manufacturer for evaluation. Testing found that symbols appeared on the screen during burn in testing. This confirmed a graphics card malfunction. Due to when a known operational graphics card was installed, the computer functioned as designed.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The rep replaced the computer which resolved the issue. The replaced part was sent back to the manufacturer for further analysis; however, the analysis is not yet finished. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that when booting the system, it became unresponsive on the synergy spine blue screen. The rep restarted the system, after which, it would cycle through the black medtronic screen to the startup text and then back to the medtronic screen. Additionally, strange symbols were observed on the screen. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned, however the site did have to use an alternative imaging system.